Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/migration of essure in muscle tissue/ found that 1 of the coils have migrated (left side)/ one of mine was embedded in the uterine wall") in a 32-year-old female patient who had essure (batch no. 828430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included ulcerative colitis (recovered prior to essure) and overweight. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included paratubal cyst. Concomitant products included golimumab (simponi) since (B)(6) 2016, infliximab (remicade) since 1997 to september 2013 and mesalazine (lialda) since (B)(6) 2016. In (B)(6) 2009, the patient experienced the first episode of weight increased ("weight gain"), colitis ulcerative ("gastrointestinal disorder (flare up of ulcerative colitis)/ colitis has been in constant flare up since essure / gastrointestinal or digestive system condition type") with abdominal pain upper and procedural pain ("painful"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("uti"), kidney infection ("kidney infection") and cystitis ("bladder infection"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In (B)(6) 2015, the patient experienced the first episode of hypertension ("high blood pressure"). In (B)(6) 2016, the patient experienced loss of libido ("loss of libido/ my sex drive is pretty much gone") and migraine ("migraines"). On an unknown date, the patient experienced back pain ("back pain"), fatigue ("fatigue/ tired/ exhausted"), dyspareunia ("painful intercourse"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of weight increased ("weight gain"), the second episode of hypertension ("high blood pressure"), rash ("rashes"), ovarian cyst ("3 ovarian cysts"), tooth fracture ("my teeth have slowly been chipping & breaking"), toothache ("teeth painful"), arthralgia ("I ahve lots of joint pain"), myalgia ("muscle pain"), tinnitus ("constant ringing in my ears"), vitreous floaters ("my vision is good but occasionally I see what can only be described as floaters"), pollakiuria ("I'm almost constantly having to pee"), abdominal distension ("looking 5 or 6 months pregnant (comes & goes but last weeks at a time)") and hypersomnia ("I generally sleep or lay down about 16 + hours a day & feel as if I could sleep all day long"). The patient was treated with paracetamol (tylenol), ibuprofen (motrin), antibiotics and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, back pain, dyspareunia, loss of libido, migraine, tooth disorder, dysmenorrhoea, the last episode of weight increased, the last episode of hypertension, rash, ovarian cyst, tooth fracture, toothache, arthralgia, myalgia, tinnitus, vitreous floaters, pollakiuria, abdominal distension, hypersomnia and procedural pain outcome was unknown, the fatigue, urinary tract infection, kidney infection, cystitis and nausea had resolved and the colitis ulcerative was resolving. The reporter considered abdominal distension, arthralgia, back pain, colitis ulcerative, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersomnia, kidney infection, loss of libido, migraine, myalgia, nausea, ovarian cyst, pollakiuria, procedural pain, rash, tinnitus, tooth disorder, tooth fracture, toothache, urinary tract infection, vitreous floaters, the first episode of hypertension, the first episode of weight increased, the second episode of hypertension and the second episode of weight increased to be related to essure. The reporter commented: patient was around 3 months post operation in (B)(6) 2016 and was having a little bruising from it. She had rash on hands/wrists ever since removal about a year ago diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Ultrasound scan - on an unknown date: migration of essure in muscle tissue on (B)(6) 2016, pathological finding: mid sized specimen with flattened probable cyst at one end, smooth inner surface; portion of(aloof/in tube and separate& submitted smaller tubular segment both with probable segments of metallic coiled apparatus consistent essure device, no adchbonal gone changes noted. On (B)(6) 2016, findings: small follicular right ovarian cysts were present. Multiple cystic lesions of the cervix were present, with the largest residing on the left side, measuring 1.2 cm. Impression: mild fibro fatty wall thickening of the recto sigmoid colon probably related to prior colitis. Small follicular right ovarian cysts. Cystic cervical lesions, likely nabothian cyst. Correlation with routine pap smear was recommended. On an unspecified date, post salpingectomy, she had CT, everything was normal. On an unspecified date, patient's blood pressure was 177/106 (unit unspecified). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypertension, abdominal pain lower, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, hypertension, tooth fracture, toothache, arthralgia, myalgia, tinnitus, vitreous floaters, pollakiuria, abdominal distension, hypersomnia, abdominal pain upper. Most recent follow-up information incorporated above includes: on 6-sep-2018: plaintiff fact sheet was received event added from pfs- procedural pain, she did not undergo confirmation test and gastrointestinal or digestive system condition type clubbed to previous event. Concomitant disease, historical condition, reporter information were added. & events onset date were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 22-nov-2016: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was delined, therefore no meddra llt can be provided. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and seven years later, experienced sharp stabbing pelvic pain. She underwent a pelvic surgery one month after the event's onset. Pelvic pain is anticipated according to reference safety information for essure. Considering the positive temporal relationship and the absence of alternative explanation, this event is assessed as related to essure. Since a surgical intervention was required, this case is regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure in muscle tissue/ found that 1 of the coils have migrated (left side)/ one of mine was embedded in the uterine wall') in a 32-year-old female patient who had essure (batch no. 828430 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included ulcerative colitis (recovered prior to essure). Concurrent conditions included paratubal cyst and overweight. Concomitant products included golimumab (simponi) since (B)(6) 2016, infliximab (remicade) since 1997 to (B)(6) 2013 and mesalazine (lialda) since (B)(6) 2016. In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced colitis ulcerative ("gastrointestinal disorder (flare up of ulcerative colitis)/ colitis has been in constant flare up since essure / gastrointestinal or digestive system condition type") with abdominal pain upper and procedural pain ("painful"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("uti"), kidney infection ("kidney infection") and cystitis ("bladder infection"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In (B)(6) 2015, the patient experienced hypertension ("high blood pressure"). In (B)(6) 2016, the patient experienced loss of libido ("loss of libido/ my sex drive is pretty much gone") and migraine ("migraines"). On (B)(6) 2016, the patient experienced rash ("rash on hands/wrists ever since removal a year ago"), 7 years after insertion of essure. In (B)(6) 2016, the patient experienced contusion ("I am over a month post op and still have bruising"). On an unknown date, the patient experienced back pain ("back pain"), fatigue ("fatigue/ tired/ exhausted"), dyspareunia ("painful intercourse"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian cyst ("3 ovarian cysts"), tooth fracture ("my teeth have slowly been chipping & breaking"), toothache ("teeth painful"), arthralgia ("I ahve lots of joint pain"), myalgia ("muscle pain"), tinnitus ("constant ringing in my ears"), vitreous floaters ("my vision is good but occasionally I see what can only be described as floaters"), pollakiuria ("I'm almost constantly having to pee"), abdominal distension ("looking 5 or 6 months pregnant (comes & goes but last weeks at a time)") and hypersomnia ("I generally sleep or lay down about 16 + hours a day & feel as if I could sleep all day long"). The patient was treated with antibiotics, paracetamol (tylenol), and surgery (bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, back pain, dyspareunia, loss of libido, migraine, weight increased, tooth disorder, dysmenorrhoea, hypertension, rash, ovarian cyst, tooth fracture, toothache, arthralgia, myalgia, tinnitus, vitreous floaters, pollakiuria, abdominal distension, hypersomnia, procedural pain and contusion outcome was unknown, the fatigue, urinary tract infection, kidney infection, cystitis and nausea had resolved and the colitis ulcerative was resolving. The reporter considered abdominal distension, arthralgia, back pain, colitis ulcerative, contusion, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersomnia, hypertension, kidney infection, loss of libido, migraine, myalgia, nausea, ovarian cyst, pollakiuria, procedural pain, rash, tinnitus, tooth disorder, tooth fracture, toothache, urinary tract infection, vitreous floaters and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had bruising under the belly button which did not show right away. She was over a month post op and still had bruising. She had rash on hands/wrists ever since removal about a year ago. Patient took a 3 month birth control shot as a backup until scar tissue formed from essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Ultrasound scan - on an unknown date: results: migration of essure in muscle tissue. On (B)(6) 2016, pathological finding: mid sized specimen with flattened probable cyst at one end, smooth inner surface; portion of(aloof/in tube and separate& submitted smaller tubular segment both with probable segments of metallic coiled apparatus consistent essure device, no adchbonal gone changes noted. On (B)(6) 2016, findings: small follicular right ovarian cysts were present. Multiple cystic lesions of the cervix were present, with the largest residing on the left side, measuring 1.2 cm. Impression: mild fibro fatty wall thickening of the recto sigmoid colon probably related to prior colitis. Small follicular right ovarian cysts. Cystic cervical lesions, likely nabothian cyst. Correlation with routine pap smear was recommended. On an unspecified date, post salpingectomy, she had CT, everything was normal. On an unspecified date, patient's blood pressure was 177/106 (unit unspecified). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypertension, abdominal pain lower, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, hypertension, tooth fracture, toothache, arthralgia, myalgia, tinnitus, vitreous floaters, pollakiuria, abdominal distension, hypersomnia, abdominal pain upper, postoperative bruising. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-04933) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: the event contusion was amended to post procedural contusion, outcome unknown. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure in muscle tissue/ found that 1 of the coils have migrated (left side)/ one of mine was embedded in the uterine wall') in a 32-year-old female patient who had essure (batch no. 828430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included ulcerative colitis (recovered prior to essure). Concurrent conditions included paratubal cyst and overweight. Concomitant products included golimumab (simponi) since (B)(6) 2016, infliximab (remicade) since 1997 to (B)(6) 2013 and mesalazine (lialda) since (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced colitis ulcerative ("gastrointestinal disorder (flare up of ulcerative colitis)/ colitis has been in constant flare up since essure / gastrointestinal or digestive system condition type") with abdominal pain upper and procedural pain ("painful"). In (B)(6) 2009, the patient experienced urinary tract infection ("uti"), kidney infection ("kidney infection") and cystitis ("bladder infection"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In (B)(6) 2015, the patient experienced hypertension ("high blood pressure"). In (B)(6) 2016, the patient experienced loss of libido ("loss of libido/ my sex drive is pretty much gone") and migraine ("migraines"). On an unknown date, the patient experienced back pain ("back pain"), fatigue ("fatigue/ tired/ exhausted"), dyspareunia ("painful intercourse"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes"), ovarian cyst ("3 ovarian cysts"), tooth fracture ("my teeth have slowly been chipping & breaking"), toothache ("teeth painful"), arthralgia ("I ahve lots of joint pain"), myalgia ("muscle pain"), tinnitus ("constant ringing in my ears"), vitreous floaters ("my vision is good but occasionally I see what can only be described as floaters"), pollakiuria ("I'm almost constantly having to pee"), abdominal distension ("looking 5 or 6 months pregnant (comes & goes but last weeks at a time)"), hypersomnia ("I generally sleep or lay down about 16 + hours a day & feel as if I could sleep all day long") and post procedural contusion ("I am over a month post op and still have bruising"). The patient was treated with antibiotics, paracetamol (tylenol), and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, back pain, dyspareunia, loss of libido, migraine, weight increased, tooth disorder, dysmenorrhoea, hypertension, rash, ovarian cyst, tooth fracture, toothache, arthralgia, myalgia, tinnitus, vitreous floaters, pollakiuria, abdominal distension, hypersomnia and procedural pain outcome was unknown, the fatigue, urinary tract infection, kidney infection, cystitis and nausea had resolved, the colitis ulcerative was resolving and the post procedural contusion had not resolved. The reporter considered abdominal distension, arthralgia, back pain, colitis ulcerative, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersomnia, hypertension, kidney infection, loss of libido, migraine, myalgia, nausea, ovarian cyst, pollakiuria, post procedural contusion, procedural pain, rash, tinnitus, tooth disorder, tooth fracture, toothache, urinary tract infection, vitreous floaters and weight increased to be related to essure. The reporter commented: she had rash on hands/wrists ever since removal about a year ago.patient took a 3 month birth control shot as a backup until scar tissue formed from essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Ultrasound scan - on an unknown date: results: migration of essure in muscle tissue. On (B)(6) 2016, pathological finding: mid sized specimen with flattened probable cyst at one end, smooth inner surface; portion of(aloof/in tube and separate& submitted smaller tubular segment both with probable segments of metallic coiled apparatus consistent essure device, no adchbonal gone changes noted. On (B)(6) 2016, findings: small follicular right ovarian cysts were present. Multiple cystic lesions of the cervix were present, with the largest residing on the left side, measuring 1.2 cm. Impression: mild fibro fatty wall thickening of the recto sigmoid colon probably related to prior colitis. Small follicular right ovarian cysts. Cystic cervical lesions, likely nabothian cyst. Correlation with routine pap smear was recommended. On an unspecified date, post salpingectomy, she had CT, everything was normal. On an unspecified date, patient's blood pressre was 177/106 (unit unspecified). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypertension, abdominal pain lower, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, hypertension, tooth fracture, toothache, arthralgia, myalgia, tinnitus, vitreous floaters, pollakiuria, abdominal distension, hypersomnia, abdominal pain upper, postoperative bruising. Most recent follow-up information incorporated above includes: on 23-mar-2020: information from social media. Added new reporters and new event postoperative bruise. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure in muscle tissue/ found that 1 of the coils have migrated (left side)/ one of mine was embedded in the uterine wall') in a 32-year-old female patient who had essure (batch no. 828430 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included ulcerative colitis (recovered prior to essure). Concurrent conditions included paratubal cyst and overweight. Concomitant products included golimumab (simponi) since (B)(6) 2016, infliximab (remicade) since 1997 to (B)(6) 2013 and mesalazine (lialda) since (B)(6) 2016. In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced colitis ulcerative ("gastrointestinal disorder (flare up of ulcerative colitis)/ colitis has been in constant flare up since essure / gastrointestinal or digestive system condition type") with abdominal pain upper and procedural pain ("painful"). On (B)(6)2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("uti"), kidney infection ("kidney infection") and cystitis ("bladder infection"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In (B)(6)2015, the patient experienced hypertension ("high blood pressure"). In (B)(6) 2016, the patient experienced loss of libido ("loss of libido/ my sex drive is pretty much gone") and migraine ("migraines"). On an unknown date, the patient experienced back pain ("back pain"), fatigue ("fatigue/ tired/ exhausted"), dyspareunia ("painful intercourse"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes"), ovarian cyst ("3 ovarian cysts"), tooth fracture ("my teeth have slowly been chipping & breaking"), toothache ("teeth painful"), arthralgia ("I ahve lots of joint pain"), myalgia ("muscle pain"), tinnitus ("constant ringing in my ears"), vitreous floaters ("my vision is good but occasionally I see what can only be described as floaters"), pollakiuria ("I'm almost constantly having to pee"), abdominal distension ("looking 5 or 6 months pregnant (comes & goes but last weeks at a time)"), hypersomnia ("I generally sleep or lay down about 16 + hours a day & feel as if I could sleep all day long") and contusion ("I am over a month post op and still have bruising"). The patient was treated with antibiotics, paracetamol (tylenol), and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, back pain, dyspareunia, loss of libido, migraine, weight increased, tooth disorder, dysmenorrhoea, hypertension, rash, ovarian cyst, tooth fracture, toothache, arthralgia, myalgia, tinnitus, vitreous floaters, pollakiuria, abdominal distension, hypersomnia and procedural pain outcome was unknown, the fatigue, urinary tract infection, kidney infection, cystitis and nausea had resolved, the colitis ulcerative was resolving and the contusion had not resolved. The reporter considered abdominal distension, arthralgia, back pain, colitis ulcerative, contusion, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersomnia, hypertension, kidney infection, loss of libido, migraine, myalgia, nausea, ovarian cyst, pollakiuria, procedural pain, rash, tinnitus, tooth disorder, tooth fracture, toothache, urinary tract infection, vitreous floaters and weight increased to be related to essure. The reporter commented: she had rash on hands/wrists ever since removal about a year ago.patient took a 3 month birth control shot as a backup until scar tissue formed from essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Ultrasound scan on an unknown date: results: migration of essure in muscle tissue. On (B)(6) 2016, pathological finding: mid sized specimen with flattened probable cyst at one end, smooth inner surface; portion of(aloof/in tube and separate& submitted smaller tubular segment both with probable segments of metallic coiled apparatus consistent essure device, no adchbonal gone changes noted. On (B)(6) 2016, findings: small follicular right ovarian cysts were present. Multiple cystic lesions of the cervix were present, with the largest residing on the left side, measuring 1.2 cm. Impression: mild fibro fatty wall thickening of the recto sigmoid colon probably related to prior colitis. Small follicular right ovarian cysts. Cystic cervical lesions, likely nabothian cyst. Correlation with routine pap smear was recommended. On an unspecified date, post salpingectomy, she had CT, everything was normal. On an unspecified date, patient's blood pressre was 177/106 (unit unspecified). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypertension, abdominal pain lower, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, hypertension, tooth fracture, toothache, arthralgia, myalgia, tinnitus, vitreous floaters, pollakiuria, abdominal distension, hypersomnia, abdominal pain upper, postoperative bruising. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/migration of essure in muscle tissue/ found that 1 of the coils have migrated (left side)/ one of mine was embedded in the uterine wall') in a 32-year-old female patient who had essure (batch no. 828430 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included ulcerative colitis (recovered prior to essure). Concurrent conditions included paratubal cyst and overweight. Concomitant products included golimumab (simponi) since (B)(6) 2016, infliximab (remicade) since 1997 to (B)(6) 2013 and mesalazine (lialda) since (B)(6) 2016. In (B)(6) 2009, the patient was found to have weight increased ("weight gain") and experienced colitis ulcerative ("gastrointestinal disorder (flare up of ulcerative colitis)/ colitis has been in constant flare up since essure / gastrointestinal or digestive system condition type") with abdominal pain upper and procedural pain ("painful"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("uti"), kidney infection ("kidney infection") and cystitis ("bladder infection"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In (B)(6) 2015, the patient experienced hypertension ("high blood pressure"). In (B)(6) 2016, the patient experienced loss of libido ("loss of libido/ my sex drive is pretty much gone") and migraine ("migraines"). On an unknown date, the patient experienced back pain ("back pain"), fatigue ("fatigue/ tired/ exhausted"), dyspareunia ("painful intercourse"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rashes"), ovarian cyst ("3 ovarian cysts"), tooth fracture ("my teeth have slowly been chipping & breaking"), toothache ("teeth painful"), arthralgia ("I ahve lots of joint pain"), myalgia ("muscle pain"), tinnitus ("constant ringing in my ears"), vitreous floaters ("my vision is good but occasionally I see what can only be described as floaters"), pollakiuria ("I'm almost constantly having to pee"), abdominal distension ("looking 5 or 6 months pregnant (comes & goes but last weeks at a time)"), hypersomnia ("I generally sleep or lay down about 16 + hours a day & feel as if I could sleep all day long") and contusion ("I am over a month post op and still have bruising"). The patient was treated with antibiotics, paracetamol (tylenol), and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6)2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, back pain, dyspareunia, loss of libido, migraine, weight increased, tooth disorder, dysmenorrhoea, hypertension, rash, ovarian cyst, tooth fracture, toothache, arthralgia, myalgia, tinnitus, vitreous floaters, pollakiuria, abdominal distension, hypersomnia and procedural pain outcome was unknown, the fatigue, urinary tract infection, kidney infection, cystitis and nausea had resolved, the colitis ulcerative was resolving and the contusion had not resolved. The reporter considered abdominal distension, arthralgia, back pain, colitis ulcerative, contusion, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersomnia, hypertension, kidney infection, loss of libido, migraine, myalgia, nausea, ovarian cyst, pollakiuria, procedural pain, rash, tinnitus, tooth disorder, tooth fracture, toothache, urinary tract infection, vitreous floaters and weight increased to be related to essure. The reporter commented: she had rash on hands/wrists ever since removal about a year ago. Patient took a 3 month birth control shot as a backup until scar tissue formed from essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Ultrasound scan - on an unknown date: results: migration of essure in muscle tissue. On (B)(6) 2016, pathological finding: mid sized specimen with flattened probable cyst at one end, smooth inner surface; portion of(aloof/in tube and separate& submitted smaller tubular segment both with probable segments of metallic coiled apparatus consistent essure device, no adchbonal gone changes noted. On (B)(6) 2016, findings: small follicular right ovarian cysts were present. Multiple cystic lesions of the cervix were present, with the largest residing on the left side, measuring 1.2 cm. Impression: mild fibro fatty wall thickening of the recto sigmoid colon probably related to prior colitis. Small follicular right ovarian cysts. Cystic cervical lesions, likely nabothian cyst. Correlation with routine pap smear was recommended. On an unspecified date, post salpingectomy, she had CT, everything was normal. On an unspecified date, patient's blood pressre was 177/106 (unit unspecified). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypertension, abdominal pain lower, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, hypertension, tooth fracture, toothache, arthralgia, myalgia, tinnitus, vitreous floaters, pollakiuria, abdominal distension, hypersomnia, abdominal pain upper, postoperative bruising. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2009 for permanent birth control. In (B)(6) 2016, she began to experience symptoms that included, but are not limited to: fatigue, painful intercourse, loss of libido, abdominal pain, migraines, sharp stabbing pelvic pain, back pain, and weight gain. On (B)(6) 2016, it was determined that she required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and seven years later, experienced sharp stabbing pelvic pain. She underwent a pelvic surgery one month after the event's onset. Pelvic pain is anticipated according to reference safety information for essure. Considering the positive temporal relationship and the absence of alternative explanation, this event is assessed as related to essure. Since a surgical intervention was required, this case is regarded as incident. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/migration of essure in muscle tissue") in a 32-year-old female patient who had essure (batch no. 828430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ulcerative colitis (recovered prior to essure). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced fatigue ("fatigue"), loss of libido ("loss of libido"), migraine ("migraines") and the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, back pain ("back pain"), dyspareunia ("painful intercourse"), urinary tract infection ("uti"), kidney infection ("kidney infection"), cystitis ("bladder infection"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of weight increased ("weight gain"), hypertension ("high blood pressure"), colitis ulcerative ("gastrointestinal disorder (flare up of ulcerative colitis)") and rash ("rashes"). The patient was treated with paracetamol (tylenol), ibuprofen (motrin), antibiotics and surgery (salpingectomy (bilateral removal of fallopian tubes) on 28-mar-2016). Essure was removed on 28-mar-2016. At the time of the report, the fallopian tube perforation, back pain, dyspareunia, loss of libido, migraine, tooth disorder, dysmenorrhoea, the last episode of weight increased, hypertension and rash outcome was unknown, the fatigue, urinary tract infection, kidney infection, cystitis and nausea had resolved and the colitis ulcerative was resolving. The reporter considered back pain, colitis ulcerative, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypertension, kidney infection, loss of libido, migraine, nausea, rash, tooth disorder, urinary tract infection, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.132 kgs. Ultrasound scan - on an unknown date: migration of essure in muscle tissue quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was delined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received. Events per pfs: uti, kidney, & bladder, migration of essure in muscle tissue, nausea, dental problems, dysmenorrhea (cramping), perforation (fallopian tube(s)), fatigue, weight gain, high blood pressure, ulcerative colitis and rashes. Salpingectomy (bilateral removal of fallopian tubes) on 28-mar-2016. Lot number received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/migration of essure in muscle tissue/ found that 1 of the coils have migrated (left side)/ one of mine was embedded in the uterine wall") in a 32-year-old female patient who had essure (batch no. 828430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ulcerative colitis (recovered prior to essure). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included paratubal cyst. On (B)(6) 2009, the patient had essure inserted. In february 2016, the patient experienced fatigue ("fatigue/ tired/ exhausted"), loss of libido ("loss of libido/ my sex drive is pretty much gone"), migraine ("migraines") and the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, back pain ("back pain"), dyspareunia ("painful intercourse"), urinary tract infection ("uti"), kidney infection ("kidney infection"), cystitis ("bladder infection"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of weight increased ("weight gain"), the first episode of hypertension ("high blood pressure"), colitis ulcerative ("gastrointestinal disorder (flare up of ulcerative colitis)/ colitis has been in constant flare up since essure") with abdominal pain upper, rash ("rashes"), ovarian cyst ("3 ovarian cysts"), the second episode of hypertension ("high blood pressure"), tooth fracture ("my teeth have slowly been chipping & breaking"), toothache ("teeth painful"), arthralgia ("I ahve lots of joint pain"), myalgia ("muscle pain"), tinnitus ("constant ringing in my ears"), vitreous floaters ("my vision is good but occasionally I see what can only be described as floaters"), pollakiuria ("I'm almost constantly having to pee"), abdominal distension ("looking 5 or 6 months pregnant (comes & goes but last weeks at a time)") and hypersomnia ("I generally sleep or lay down about 16 + hours a day & feel as if I could sleep all day long"). The patient was treated with paracetamol (tylenol), ibuprofen (motrin), antibiotics and surgery (salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, back pain, dyspareunia, loss of libido, migraine, tooth disorder, dysmenorrhoea, the last episode of weight increased, rash, ovarian cyst, the last episode of hypertension, tooth fracture, toothache, arthralgia, myalgia, tinnitus, vitreous floaters, pollakiuria, abdominal distension and hypersomnia outcome was unknown, the fatigue, urinary tract infection, kidney infection, cystitis and nausea had resolved and the colitis ulcerative was resolving. The reporter considered abdominal distension, arthralgia, back pain, colitis ulcerative, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersomnia, kidney infection, loss of libido, migraine, myalgia, nausea, ovarian cyst, pollakiuria, rash, tinnitus, tooth disorder, tooth fracture, toothache, urinary tract infection, vitreous floaters, the first episode of hypertension, the first episode of weight increased, the second episode of hypertension and the second episode of weight increased to be related to essure. The reporter commented: patient was around 3 months post operation in jul-2016 and was having a little bruising from it. She had rash on hands/wrists ever since removal about a year ago diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.132 kgs. Ultrasound scan - on an unknown date: migration of essure in muscle tissue on (B)(6) 2016, pathological finding: mid sized specimen with flattened probable cyst at one end, smooth inner surface; portion of(aloof/in tube and separate& submitted smaller tubular segment both with probable segments of metallic coiled apparatus consistent essure device, no adchbonal gone changes noted. On (B)(6) 2016, findings: small follicular right ovarian cysts were present. Multiple cystic lesions of the cervix were present, with the largest residing on the left side, measuring 1.2 cm. Impression: mild fibro fatty wall thickening of the recto sigmoid colon probably related to prior colitis. Small follicular right ovarian cysts. Cystic cervical lesions, likely nabothian cyst. Correlation with routine pap smear was recommended. On an unspecified date, post salpingectomy, she had CT, everything was normal. On an unspecified date, patient's blood pressure was 177/106 (unit unspecified). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypertension, abdominal pain lower, abdominal pain. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, hypertension, tooth fracture, toothache, arthralgia, myalgia, tinnitus, vitreous floaters, pollakiuria, abdominal distension, hypersomnia, abdominal pain upper. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was declined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information received from social media: reporter information updated. Events colitis has been in constant flare up since essure, found that 1 of the coils have migrated (left side)/ one of mine was embedded in the uterine wall, my sex drive is pretty much gone, tired/exhausted were clubbed with previously reported events. Events ovarian cyst, hypertension, tooth fracture, toothache, arthralgia, myalgia, tinnitus, vitreous floaters, pollakiuria, abdominal distension, hypersomnia, abdominal pain upper were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.